Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield outer carton. The pipeline flex shield was returned within the phenom 27 catheter. Damage location details: the pushwire extending out from catheter hub. In addition, the partial distal braid end, sleeves and tip coil were deployed from catheter distal tip. No bend or kink was found on the pipeline flex shield pusher. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, pads or with the proximal bumper and tip coil. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. In addition, the middle section was found to be fully opened and no damage. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter body. No damage was found with the catheter distal tip/marker band. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. For further examination, the catheter was cut to remove the pushwire and braid from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at middle section as the middle section of the pipeline flex shield braid was found fully opened and no damaged. The distal and proximal ends of pipeline flex shield was found fully opened and damaged. Damage to the braid identified during analysis could have occurred due to resheathing of the pipeline flex shield more than two times. However, based on the analysis findings, the pipeline flex shield and phenom 27 catheter were confirmed to have resistance during delivery as the pipeline flex shield was stuck within the phenom 27 catheter. It appears there was high force used. It is likely the severe vessel tortuosity may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the event was not determined. Resistance occurred in the middle section of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. It was unknown if any damage to the pipeline pushwire was observed. The pipeline had been placed in a vessel bend when it failed to open. Resheathing was an additional step attempted to open the pipeline.

Manufacturer narrative:
Continuation of d10: product ID: ped2-400-18 (d004058). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the middle segment, was frayed, and unable to be desheathed. The patient was undergoing treatment for an unruptured saccular aneurysm located in the left internal carotid ophthalmic segment. The max diameter was 8mm, and the neck diameter was 4mm. The landing zone was 3.0mm distal and 4.0mm proximal. The vessel tortuosity was said to be strong. Dual antiplatelet treatment was administered, and the pru level was said to be 90. It was reported that sleeve was removed using the middle cerebral artery (mca), and the stent was advanced to the distal side of the target placement site for deployment. While the distal side of the stent was successfully deployed, the pipeline did not open at all from the midsection. The position of the distal access catheter was adjusted approximately five times, and the phenom 27 microcatheter was repeatedly resheathed, but the stent still did not open. Subsequently, it was confirmed that the distal side of the stent had fraying. Due to the inability to resheath up to the distal side of the stent and the deployment failure beyond the midsection, the stent was retrieved. The location of the tortuous vessel was said to be the center. Less than 50% had been deployed when it failed to open. The pipeline had been resheathed 3 or more times. It was noted there was more resistance than usual. There was also some tortuosity, and the physician's opinion was that one contributing factor was the support catheter not reaching distally enough (it did not reach just before the aneurysm). There were no abnormalities or damage observed to the microcatheter. The patient did not experience any health hazard. The devices were prepared according to the instructions for use (IFU).